Event description:
Information was received indicating that a smiths medical portex® percutaneous dilation tracheostomy suction probe was difficult to advance due to the white light. It was reported that the light covers the probe frequently, so the sleeve was removed. There were no reported adverse effects.